Manufacturer narrative:
One (1) fragment of a broken screw was returned for investigation. Upon visual inspection, hex of screw appeared slightly worn. Unknown debris was noted within internal surfaces of the screw hex. Screw was fractured above threads. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI# (B)(4).

Event description:
The doctor indicated that the abutment screw had fractured, "patient came after 1 month with the prosthesis removed and screw broken at the tip." The doctor was able to remove the broken part and a new screw was placed at the same appointment on (B)(6) 2017.